Event description:
Surgeon reports that the rectus fascia closed with double stranded suture in a running fashion without locking throws. The suture was tied loosely to avoid any suture related tissue strangulation. Skin was approximated and closed with staples. Surgeon stated the transverse incision broke four days post op, approx 1/4 of the distance from the right side of the incision. Both knots appeared to be intact, which included 6 knot throws each. At the time of suture breakage, a small portion of small bowel was extruded. Emergent care included cleansing, reintroduction of the bowel into the peritoneum and reclosure of the incision with interrupted prolene suture. Patient was placed on ancef antibiotic therapy. Current status is alive and well with no further reported complications.